Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed driven lead and common mode wrist tests. The electrocardiogram (ECG) connector was broken loose. Concomitant product: product ID: 2067l, serial# (B)(4); product ID: 229047, serial# (B)(4). (B)(4).

Event description:
It was reported that the device was returned for evaluation/inspection. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.